Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. It is a possibility that since the device was two years old and seen heavy use in the field, applying excess force while using the driver may have caused the break. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
The sales rep reported via phone that the tip of the customer's bio-intrafix modular driver 30mm came off in the patient during an acl reconstruction procedure. The surgeon removed the tip from the patient and completed the procedure using another like device. There were no patient consequences or delays. The device is not available to be returned. The sales rep was unable to provide a lot number but stated that the device was 2 years old.